Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had an infection at the implantable neurostimulator (ins) site in (B)(6) 2015. The patient did not notice anything, but their health care provider (hcp) noticed the infection during an appointment. The patient's infection was confirmed. The patient was given oral antibiotics to resolve the infection. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.